Event description:
It was reported that the patient had a lumbar myelogram two days prior to this report. The patient stated that the physician had ¿pushed down hard¿ on the device when he positioned the patient for the myelogram. The patient stated that the day after the myelogram, she wet her pants completely, which had not happened since surgery. The patient had checked the device with the programmer and found that stimulation was on and the patient could feel the ¿pulsing.¿ the patient planned to follow up with her health care provider for a device check if the issues continued. Additional information was requested but was not available at the time of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# v990442, implanted: (B)(6) 2012, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).